Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("persistent pelvic pain/pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included iron deficiency anemia, diarrhea and abdominal pain. Concomitant products included nsaid's and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches/head pain"), nausea ("nausea") and weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain/stomach pain"), abdominal pain lower ("lower abdominal pain"), genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia") and malaise ("sick"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain upper, abdominal pain lower, genital haemorrhage, insomnia and malaise outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, malaise, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff communicated with healthcare provider about blood transfusion in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, and mental anguish, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight loss ,bleeding, sick, insomnia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('persistent pelvic pain/pain/ pelvic pain') in a 40-year-old female patient who had essure (batch no. Cs000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included pyelonephritis, peptic ulcer, dysphagia, gerd, esophagitis and cervicitis. Esophagoqastrodllodenoscopy with biopsy and balloon dilatation: postoperative diagnosis: evidence of mild chronic gerd and. Mild antral gastritis without erosions or ulcerations primary diagnosis: iron deficiency anemia, unspecified secondary diagnoses: dysphagia, unspecified, reflux esophagitis, unspecified gastritis and gastroduodenitis without mention of hemorrhage. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: morphine. Past adverse reactions to the above products included headache with morphine; and pregnancy with mirena. Concurrent conditions included iron deficiency anemia, diarrhea and abdominal pain. Concomitant products included alprazolam, buspirone, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches/head pain") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2018, the patient experienced abdominal pain ("pain abdominal area"), 9 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain upper ("upper abdominal pain/stomach pain"), abdominal pain lower ("lower abdominal pain"), insomnia ("insomnia"), malaise ("sick") and back pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain upper, abdominal pain lower, insomnia, malaise, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, malaise, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she communicated with healthcare provider about blood transfusion in 2009. She had another pregnancy on mirena, hence (B)(4) case created. Received treatment for pain, abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram abdomen - on an unknown date: pelvis: the urinary bladder is significantly distended. There are no stones or filling defects. Fallopian tube essure coils are noted. There is a 15mm cystic area in the right pelvis likely of right ovarian etiology. There is a trace amount of free fluid in the cul-desac impression: likely small right ovarian cyst. If clinically indicated correlation with pelvic ultrasound would be helpful. Small amount trace fluid in the cul-de-sac. CT abdomen and pelvis essentially unremarkable; on an unknown date: no acute intra-abdominal or intra pelvic abnormality. 2. 2.1 cm peripherally enhancing cyst within the left ovary, likely a dominant follicle/corpus luteal cyst. Mild nonspecific heterogeneous enhancement of the uterus, with small physiologic free fluid in the cul-de-sac. This heterogeneous enhancement of the uterus is be within normal limits, with homogeneous echotexture the uterus on the ultrasound from the same day. 3. Moderate stool within the left colon with air-fluid levels in the transverse colon right colon, suggesting constipation. 4. Small ground glass nodules in the right middle lobe and right lower lobe measuring up to 3 mm in size. These are likely post infectious or post inflammatory in nature. A follow up CT of the chest in 12 months could be performed, if the patient is at high risk.. Computerised tomogram head - on an unknown date: no evidence of fracture or subluxation. Prominent bilateral c7 transverse processes with small left cervical rib. Ultrasound pelvis - on an unknown date: 1.3 cm cyst within the left ovary, likely a dominant follicle, with physiologic fluid in the cul-de-sac. 2. The endometrial stripe measures up to 1.7 cm in thickness. This is at the upper limits of normal for the secretory phase. If there is dysfunctional uterine bleeding, a follow up pelvic ultrasound in 4-8 weeks at a different phase of the menstrual cycle could be performed. 3. Otherwise, unremarkable pelvic ultrasound. Ultrasound scan - on an unknown date: gyn ultrasound was unremarkable. Lot number: cs000e1, manufacture date: 2014-03, expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("persistent pelvic pain/pain/ pelvic pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included pyelonephritis, peptic ulcer, dysphagia, gerd, esophagitis and cervicitis. Esophagoqastrodllodenoscopy with biopsy and balloon dilatation: postoperative diagnosis: evidence of mild chronic gerd and. Mild antral gastritis without erosions or ulcerations primary diagnosis: iron deficiency anemia, unspecified secondary diagnoses: dysphagia, unspecified, reflux esophagitis, unspecified gastritis and gastroduodenitis without mention of hemorrhage. Previously administered products included for prevent pregnancy: mirena from 3-jun-2008 to 8-apr-2009; for an unreported indication: morphine. Past adverse reactions to the above products included headache with morphine; and pregnancy with mirena. Concurrent conditions included iron deficiency anemia, diarrhea and abdominal pain. Concomitant products included alprazolam, buspirone, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches/head pain") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2018, the patient experienced abdominal pain ("pain abdominal area"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain/stomach pain"), abdominal pain lower ("lower abdominal pain"), insomnia ("insomnia"), malaise ("sick") and back pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain upper, abdominal pain lower, insomnia, malaise, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, malaise, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she communicated with healthcare provider about blood transfusion in 2009. She had another pregnancy on mirena, hence (B)(4) case created. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram abdomen - on an unknown date: pelvis: the urinary bladder is significantly distended. There are no stones or filling defects. Fallopian tube essure coils are noted. There is a 15mm cystic area in the right pelvis likely of right ovarian etiology. There is a trace amount of free fluid in the cul-desac impression: likely small right ovarian cyst. If clinically indicated correlation with pelvic ultrasound would be helpful. Small amount trace fluid in the cul-de-sac. CT abdomen and pelvis essentially unremarkable; on an unknown date: no acute intra-abdominal or intra pelvic abnormality. 2. 2.1 cm peripherally enhancing cyst within the left ovary, likely a dominant follicle/corpus luteal cyst. Mild nonspecific heterogeneous enhancement of the uterus, with small physiologic free fluid in the cul-de-sac. This heterogeneous enhancement of the uterus is be within normal limits, with homogeneous echotexture the uterus on the ultrasound from the same day. 3. Moderate stool within the left colon with air-fluid levels in the transverse colon right colon, suggesting constipation. 4. Small ground glass nodules in the right middle lobe and right lower lobe measuring up to 3 mm in size. These are likely post infectious or post inflammatory in nature. A follow up CT of the chest in 12 months could be performed, if the patient is at high risk.. Computerised tomogram head - on an unknown date: no evidence of fracture or subluxation.prominent bilateral c7 transverse processes with small left cervical rib. Ultrasound pelvis - on an unknown date: 1.3 cm cyst within the left ovary, likely a dominant follicle, with physiologic fluid in the cul-de-sac. 2. The endometrial stripe measures up to 1.7 cm in thickness. This is at the upper limits of normal for the secretory phase. If there is dysfunctional uterine bleeding, a follow up pelvic ultrasound in 4-8 weeks at a different phase of the menstrual cycle could be performed. 3. Otherwise, unremarkable pelvic ultrasound. Ultrasound scan - on an unknown date: gyn ultrasound was unremarkable. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs +mr received: event back pain added. Medical history, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('persistent pelvic pain/pain/ pelvic pain') in a 40-year-old female patient who had essure (batch no. Cs000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included pyelonephritis, peptic ulcer, dysphagia, gerd, esophagitis and cervicitis. Esophagoqastrodllodenoscopy with biopsy and balloon dilatation: postoperative diagnosis: evidence of mild chronic gerd and. Mild antral gastritis without erosions or ulcerations primary diagnosis: iron deficiency anemia, unspecified secondary diagnoses: dysphagia, unspecified, reflux esophagitis, unspecified gastritis and gastroduodenitis without mention of hemorrhage. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: morphine. Past adverse reactions to the above products included headache with morphine; and pregnancy with mirena. Concurrent conditions included iron deficiency anemia, diarrhea and abdominal pain. Concomitant products included alprazolam, buspirone, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches/head pain") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2018, the patient experienced abdominal pain ("pain abdominal area"), 9 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain upper ("upper abdominal pain/stomach pain"), abdominal pain lower ("lower abdominal pain"), insomnia ("insomnia"), illness ("sick") and back pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain upper, abdominal pain lower, insomnia, illness, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, illness, insomnia, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she communicated with healthcare provider about blood transfusion in 2009. She had another pregnancy on mirena, hence (B)(4) case created. Received treatment for pain, abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram abdomen - on an unknown date: pelvis: the urinary bladder is significantly distended. There are no stones or filling defects. Fallopian tube essure coils are noted. There is a 15mm cystic area in the right pelvis likely of right ovarian etiology. There is a trace amount of free fluid in the cul-desac impression: likely small right ovarian cyst. If clinically indicated correlation with pelvic ultrasound would be helpful. Small amount trace fluid in the cul-de-sac. CT abdomen and pelvis essentially unremarkable; on an unknown date: no acute intra-abdominal or intra pelvic abnormality. 2. 2.1 cm peripherally enhancing cyst within the left ovary, likely a dominant follicle/corpus luteal cyst. Mild nonspecific heterogeneous enhancement of the uterus, with small physiologic free fluid in the cul-de-sac. This heterogeneous enhancement of the uterus is be within normal limits, with homogeneous echotexture the uterus on the ultrasound from the same day. 3. Moderate stool within the left colon with air-fluid levels in the transverse colon right colon, suggesting constipation. 4. Small ground glass nodules in the right middle lobe and right lower lobe measuring up to 3 mm in size. These are likely post infectious or post inflammatory in nature. A follow up CT of the chest in 12 months could be performed, if the patient is at high risk.. Computerised tomogram head - on an unknown date: no evidence of fracture or subluxation.prominent bilateral c7 transverse processes with small left cervical rib. Ultrasound pelvis - on an unknown date: 1.3 cm cyst within the left ovary, likely a dominant follicle, with physiologic fluid in the cul-de-sac. 2. The endometrial stripe measures up to 1.7 cm in thickness. This is at the upper limits of normal for the secretory phase. If there is dysfunctional uterine bleeding, a follow up pelvic ultrasound in 4-8 weeks at a different phase of the menstrual cycle could be performed. 3. Otherwise, unremarkable pelvic ultrasound. Ultrasound scan - on an unknown date: gyn ultrasound was unremarkable. Lot number: cs000e1, manufacture date: 2014-03, expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporter information, patient middle name added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("persistent pelvic pain/pain/ pelvic pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included iron deficiency anemia, diarrhea and abdominal pain. Concomitant products included nsaid's and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches/head pain") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2018, the patient experienced abdominal pain ("pain abdominal area"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain/stomach pain"), abdominal pain lower ("lower abdominal pain"), insomnia ("insomnia") and malaise ("sick"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain upper, abdominal pain lower, insomnia, malaise and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, malaise, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff communicated with healthcare provider about blood transfusion in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jan-2019: plaintiff fact sheet received : event abdominal pain was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('persistent pelvic pain/pain/ pelvic pain') in a 40-year-old female patient who had essure (batch no. Cs000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included pyelonephritis, peptic ulcer, dysphagia, gerd, esophagitis and cervicitis. Esophagoqastrodllodenoscopy with biopsy and balloon dilatation: postoperative diagnosis: evidence of mild chronic gerd and. Mild antral gastritis without erosions or ulcerations primary diagnosis: iron deficiency anemia, unspecified secondary diagnoses: dysphagia, unspecified, reflux esophagitis, unspecified gastritis and gastroduodenitis without mention of hemorrhage. Previously administered products included for prevent pregnancy: mirena from 3-jun-2008 to 8-apr-2009; for an unreported indication: morphine. Past adverse reactions to the above products included headache with morphine; and pregnancy with mirena. Concurrent conditions included iron deficiency anemia, diarrhea and abdominal pain. Concomitant products included alprazolam, buspirone, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: anxiety, depression, and mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches/head pain") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2018, the patient experienced abdominal pain ("pain abdominal area"), 9 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain upper ("upper abdominal pain/stomach pain"), abdominal pain lower ("lower abdominal pain"), insomnia ("insomnia"), malaise ("sick") and back pain ("pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain upper, abdominal pain lower, insomnia, malaise, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, malaise, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she communicated with healthcare provider about blood transfusion in 2009. She had another pregnancy on mirena, hence (B)(4) case created. Received treatment for pain, abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Computerised tomogram abdomen - on an unknown date: pelvis: the urinary bladder is significantly distended. There are no stones or filling defects. Fallopian tube essure coils are noted. There is a 15mm cystic area in the right pelvis likely of right ovarian etiology. There is a trace amount of free fluid in the cul-desac impression: likely small right ovarian cyst. If clinically indicated correlation with pelvic ultrasound would be helpful. Small amount trace fluid in the cul-de-sac. CT abdomen and pelvis essentially unremarkable; on an unknown date: no acute intra-abdominal or intra pelvic abnormality. 2. 2.1 cm peripherally enhancing cyst within the left ovary, likely a dominant follicle/corpus luteal cyst. Mild nonspecific heterogeneous enhancement of the uterus, with small physiologic free fluid in the cul-de-sac. This heterogeneous enhancement of the uterus is be within normal limits, with homogeneous echotexture the uterus on the ultrasound from the same day. 3. Moderate stool within the left colon with air-fluid levels in the transverse colon right colon, suggesting constipation. 4. Small ground glass nodules in the right middle lobe and right lower lobe measuring up to 3 mm in size. These are likely post infectious or post inflammatory in nature. A follow up CT of the chest in 12 months could be performed, if the patient is at high risk.. Computerised tomogram head - on an unknown date: no evidence of fracture or subluxation.prominent bilateral c7 transverse processes with small left cervical rib. Ultrasound pelvis - on an unknown date: 1.3 cm cyst within the left ovary, likely a dominant follicle, with physiologic fluid in the cul-de-sac. 2. The endometrial stripe measures up to 1.7 cm in thickness. This is at the upper limits of normal for the secretory phase. If there is dysfunctional uterine bleeding, a follow up pelvic ultrasound in 4-8 weeks at a different phase of the menstrual cycle could be performed. 3. Otherwise, unremarkable pelvic ultrasound. Ultrasound scan - on an unknown date: gyn ultrasound was unremarkable. Most recent follow-up information incorporated above includes: on 28-may-2020: lot number added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.